Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Multiple unsuccessful attempts were made to obtain the patient outcome. Evaluation found the device was not properly maintenance by the user.

Event description:
It was reported that a midwest e plus 1:5 ca was overheating and burned a patient's lip. No additional information is available.